Event description:
Patient with past medical history (pmh) of ischemic cardiomyopathy, ejection fraction (ef) of 25-30% status post ICD implant 5 months ago was admitted for revision of his ICD system. A recent interrogation revealed that the atrial lead was dislodged and the thresholds in the right ventricle were quite high. Upon testing of the ventricular lead, the lead appeared to be in the adequate position however the threshold was high, over 2.5 at 0.5 milliseconds. The lead was repositioned into a different spot into a more septal postion. However there was difficulty in deploying the active fixation mechanism in spite of multiple attempts; possibly due to tissue between the helix which was the reason for impeding the deployment of the active fixation screw. The decision was to explant the right ventricular lead (rvl) and implant a new rvl, model #6947. The lead was tested. The remainder of the procedure was performed without incident.======================manufacturer response for ventricular lead; right, unknown (per site reporter).======================did not speak with manufacturer directly, however device was returned to manufacturer by ep lab staff.